Manufacturer narrative:
Unit passed displacement test, self test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s battery lasts less than usual. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.